Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported hospitalization due to high blood glucose. Caller stated that customer was admitted to ICU. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was nauseated. Customer slipped and fell underwater from being on a boat. The insulin pump stopped working. Nothing further reported.